Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-04794 for a description of the other device. In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during treatment of benign prostatic hyperplasia (bph) four days prior. According to the complainant, upon turning on the prolieve system, there was a message indicating the rectal temperature monitor (rtm) readings were too low. The rtm connections were checked and the system was reset; however, the error still occurred. The procedure was not completed due to the reported event. No pt complications were reported as a result of this event.

Manufacturer narrative:
The system will be serviced on-site. Therefore, a failure analysis is not currently available and we are not able to determine the relationship between this device and the cause for this event. A product eval is pending; results will be provided in a f/u medwatch report.